Event description:
Allegedly revised due to infection.

Manufacturer narrative:
Device #4: investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00501, 00502, 00503.

Manufacturer narrative:
Device #4: corrected data received (B)(6) 2012: in review of the files, this medical device report has been determined to be a duplicate of medical device report 1043534-2011-00868 and therefore is not required.